Event description:
Blood glucose measured 421 and 593 mg/dl on one vial and test strips back to back with a result of 127 mg/dl on a different vial of test strips performed within a few minutes of each other. Reporter stated no actions were taken and no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.